Manufacturer narrative:
H3: evaluation summary: the device history record (DHR) could not be reviewed because the lot number was not available. However, all records from the manufacturing lots were reviewed to ensure that products were released meeting all quality release specifications at the time of manufacture. The actual complaint sample was returned for evaluation. The sample was visually inspected under micro zoom. The result found missing glue at the bonding point of the upper tube causing leakage. The complaint sample could confirm the reported condition. The investigation team did a walk through and found that the root cause of the issue came from poor design of the glue needle. During the manufacture of the returned sample, the glue needle volume had to be rotated by the operator. Corrective action taken is to make the operator aware of the reported issue. Also, one hundred percent visual inspection will be made to the part and the glue needle bonding process was improved by increasing the area at the end of the glue needle for easier operator rotation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrient fluid leaked from the connector during priming.